Event description:
Drug pump returned to the manufacturer for analysis without any paperwork. Outside agency informed manufacturer's device registration that the patient had died. The hcp was contacted, but was unable to provide any additional information as they have not seen the patient since 1995 and do not know who the patient followed up with or what the cause of death was. A follow up report will be filed when additional information is received.